Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose of 44 mg/dl. The customer stated that she is pregnant and her doctor believes that her blood glucose issues are caused by her hormones. The glucose level was treated prior her admission. Troubleshooting was performed. The settings, time/date, basals, bolus history were correct. The amount of insulin in the reservoir appeared to be correct. No further information was provided.